Event description:
The facility reported an infusion pump with a failure code 812:02 which occurred during biomed testing. The facility representative stated there were no reports of patient incidents since the last baxter service event and no patient injuries. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available. Additional contact information was requested but no additional contact was identified.